Event description:
The customer reported that the system displayed a precharge error message and the screen was blank when performing fluoroscopic x-rays. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer was informed by the manufacturer's representative that the system needed new batteries and the said parts were no longer supported for that system. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.